Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7074867.

Event description:
It was reported that after a few reprogramming attempts, the patient was still getting inadequate pain coverage and stimulation near the heart and chest. X-ray was taken and revealed that one of the leads had migrated. The patient underwent a revision procedure wherein the leads were replaced and will not be returned. The patient was doing well postoperatively.